Event description:
Additional information was received stating that the cassettes in question have been used in production but have been completely emptied of fluids. Medication cassettes were filled with medication by a production employee. Afterwards, the filled medication cassettes were inspected by another employee. It was stated that the current percentage of rejection for this lot is of 9%. The incident took place during the inspection of filled medication cassettes. There was no patient involvement.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that particles were noticed in the infusion bag of the medication cassette. They have been able to isolate a particle from the infusion bag and identify it. They have performed an ipc measurement in which they have found a match between the packaging material and the particle. This particle matches the spectrum of polyethylene. It is known that the cassettes are sterilized with ethylene oxide; this is sucked through the cassette under a vacuum. It was stated that the current percentage of rejection for this lot is of 8.50%. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H2) additional information: additional information was received. The customer indicated there were 55 affected devices however they did not provide any photos or samples to verify this information. H10 updated.